Event description:
Received an eye infection due to use of product. Had to go to urgent care, urgent care said it was allergies, turned out that when I went to the eye dr that I had a staff infection in both eyes. I was treated with antibiotics, then had to be treated again. I have all this info at home. I have the prescriptions, the dr receipts. I had to dispose of contacts, solution, containers, make-up and am still not comfortable wearing contacts. Dose or amount: daily, dates of use: 2007, diagnosis or reason for use: needed for contact wear.